Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, compromised force sensor system alarm due to blank display. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, compromised force sensor system alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 185 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they were stuck in a prime loop with the motor error alarm. Troubleshooting for blank display was unable to be performed because of the device being stuck in a prime loop with motor error. Customer advised their bolus and basal settings were removed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.